Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 49 mg/dl. The customer stated insulin pump had failed battery test alarms. Contacts were not missing or damaged. Customer stated that insulin pump had black screen and flashing at her. The customer declined to troubleshoot for the low blood glucose incident. The pump will be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. Device display properly and no missing segment or partial display or black screen anomaly noted.